Event description:
A PICC line was noted to be leaking at the hub, removed the connecting tubings and hub flushed with ns with heparin, and it was still leaking. The PICC was non-reparable, but successful catheter exchange was performed by PICC certified rn. Medcomp and purchasing notified of incident. Device given to manufacturer during meeting with nursing staff.